Event description:
It was reported that during a spinal cord stimulation permanent trial implant procedure the lead had migrated causing the patient to experience inadequate stimulation. The physician replaced the lead successfully. The patient was receiving good stimulation post operatively. The explanted lead was discarded at facility and was not returned.